Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).

Event description:
It was reported that during a rvot tachycardia procedure a tamponade occurred. However, no intervention/treatment was required. The customer didn't experience any difficulty for manipulating the catheter. The generator was set to "power-control" mode and it is unsure about the settings. The patient condition was reported stable the day after the procedure.

Manufacturer narrative:
(B)(4). It was reported that during a rvot tachycardia procedure a tamponade occurred. The catheter was visually inspected and it was found in normal conditions. The device was tested and it passed electrical, temperature, generator and patency flow test. Also, deflection test was performed and the catheter meets all deflection specifications. The exact cause of the tamponade reported by the customer could not be determined. IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.